Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 387243) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number (B)(4) compared to a laboratory using neoplastin reagent. Patient 1 meter result was 4.9 inr and laboratory result within 10 minutes was 3.3 inr. The therapeutic range was 2.0-3.0 inr. On (B)(6) 2019, patient 2 meter result was 4.6 inr and laboratory result within 10 minutes was 3.4 inr. The therapeutic range was 2.0-3.0 inr.